Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 317 mg/dl. The customer¿s current blood glucose value is 402 mg/dl. The customer has treated high blood glucose with the manual injection. Based on customer report customer allege insulin pump was under delivering. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The insulin pump passed the displacement test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.